Event description:
On (B)(6) 2012, a gore hybrid vascular graft was implanted in an a-v access application. The procedure was performed in the pt's upper arm, from a previously implanted graft in the inflow artery to the axillary vein. On (B)(6) 2012, thrombectomy and angioplasty were performed. A stent (unk MFR) was placed in the intragraft stenosis.

Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications.